Event description:
Transvaginal mesh sparc sling mfg by american medical systems, implantation of, failed medical device on (B)(6) 2003 led to revision and explantation. Revision of sling procedure was done on (B)(6) 2003 and explantation was done on (B)(6) 2004. Severe problems included inability to void leading to urinary retention of approx two liters of urine, severe pelvic pain, infection, failure of mesh to adhere, urinary and fecal incontinence, urethral tear during explantation, multiple surgical and medical procedures to address post surgical symptoms. This problem included extensive time off work for multiple surgeries, follow ups, physical therapy and medical appointments. Psychological counseling, antidepressants and pain prevention therapies were used to treat the mental stress and anguish of this failed procedure. Reason for use: urinary stress incontinence. Event abated after use: no.